Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging to have headache, wheezing, sinus disease and had surgery, shortness of breath while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged alleging to have headache, wheezing, sinus disease and had surgery, shortness of breath while using this device. The reported events and its reported severity was reviewed by the manufacture's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacture concludes, no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dark brown sticky contamination found on bottom of enclosure. Fibrous, hair like contaminant found inside blower box and in blower. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but presence of contamination in the air path was confirmed.